Manufacturer narrative:
Manufacturer's investigation conclusion: the report of plasma colored fluid leaking from the gas exit port of the oxygenator could not be confirmed as no photos or videos showing the leak were submitted and the device is not available for investigation. It was reported that soon after the eurosets amg pmp oxygenator lot number 6365507 was put into use on the patient, the center noted that plasma colored sero-sang fluid was leaking out of the gas exit port. The hospital staff was able to change out the oxygenator and there was no patient compromise in any way according to the chief of perfusion. Because the patient was covid-19 positive, the oxygenator was not saved but instead disposed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. A specific cause for the reported blood leak could not be conclusively determined through this evaluation. The production documentation for amg pmp oxygenator, lot number 6365507, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. The IFU lists the following warnings: ¿ during the extracorporeal circulation (ecc) a backup oxygenator is necessary. ¿ before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device. ¿ always, the extra corporeal circulation has to be carefully and continuously checked. Under the section titled "oxygenator replacement", the IFU states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine that the safety of the patient may be compromised, (insufficient oxygenator performance, leaks, abnormal blood parameters etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that their clinical specialist was using an oxygenator and noted a plasma colored serosanguineous fluid was leaking out of the gas exit port. They were able to change out the oxygenator and there was no patient compromise because the patient was covid positive, the oxygenator was not saved but instead disposed of.